Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's implantable neurostimulator was turning off. There was no known related incident or accidental reported. The device was checked with the synch button and was shown to be off. No pt symptoms or outcome were provided. Add'l info was requested but not received as of the date of this report. A f/u report will be filed if add'l becomes available.